Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a totally laparoscopic hysterectomy involving the uterus, the needle fell out of the device. There was no injury. No other information is available.